Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory indicated power-on reset parameters were present. It was noted that there was a power on reset (por) on (B)(6) 2013 and a patient alert for device circuit error on (B)(6) 2013. Concomitant products: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient heard an alert. It was also reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.